Manufacturer narrative:
(B)(4) - alarm failure. Eval results: eval of the returned product found that the battery contacts inside the receiver shows evidence of battery corrosion. When the transmitter pendant button was pressed the light came on, but the alarm did not sound as it should. The unit does not pass functional tests. Note: posey instructions for use indicates: verify that the receiver sounds when activated. Verify that the system is working properly before leaving resident unattended. (B)(4).

Event description:
The rptr claims that his aunt fell out of bed and that she pushed the pendant button to alert the receiver and no sound was heard. The pendant has power and the batteries were replaced with a new supply. There was no pt serious injury reported.